Event description:
It was reported that electrode #5 showed high impedances following implant of a new implantable neurostimulator (ins). No further action was planned and the patient outcome was reported as "okay." If additional information is received, a follow up report will be sent.

Event description:
Follow up reported the high impedance was noticed with the old system and not during surgery. It was also noted the patient had adequate stimulation despite high impedances. It was unclear whether the patient had high impedances or not. Reference manufacturer report number 3007566237-2012-01611 for report on previous device with high impedance.

Manufacturer narrative:
Concomitant medical products: product ID 64002, serial# unknown, implanted: (B)(6) 2012. Product type: pocket adapter. (B)(4).

Event description:
Additional information stated there were no malfunctions seen and no interventions taken or planned.

Manufacturer narrative:
(B)(4).